Event description:
It was reported that during a device change-out procedure that the right atrial (ra) lead had high capture threshold. The ra lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.